Event description:
Caller reported an issue with incorrect pump time, resulting in a discrepancy greater than five minutes between displayed and actual time. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for any recurring discrepancies, which the caller understood and acknowledged.